Event description:
It was reported that during an exploratory laparotomy with colostomy closure procedure, the device cut the tissue and none of the staples formed. They used the contour and oversewed the staple line to complete with no pt consequence. There was no adverse consequence to the pt .

Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.